Manufacturer narrative:
Pending evaluation. Concomitant device(s): 6946934 300-01-10 - equinoxe humeral stem primary press fit 10mm; 7024745 300-10-45 - equinoxe replicator plate 4.5mm o/s; 6811763 300-20-02 - equinox square torque define screw drive kit; 5969146 310-01-47 - equinoxe, humeral head short, 47mm (beta).

Event description:
As reported, approximately 1.5 years post op the initial left tsa, this 67 y/o male patient was revised due to the poly becoming loose. The removal of the implant was seamless. The poly had one peg still on the poly and the removal tools easy got the remaining pegs and cage out. Patient received an rsa using the previous stem. No surgical delay/prolongation. Patient was last known to be in stable condition following the event. No other patient information/medical history reported. Unable to obtain photos/x-rays. Product not returning - it was thrown out by the tech.

Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of an insufficient bond between the glenoid component and the bone and patient-related conditions, which led to aseptic (non-infected) glenoid loosening. However, this cannot be confirmed as the devices were not returned for evaluation and images of the explanted devices and pre-revision radiographs were unable to be obtained.